Event description:
On 1/7/98, source called to report during a power outage, in pt home, all leds and alarms went on. Vent would not cycle. Testing by homecare dealer found internal battery to be okay and was unable to verify the malfunction.